Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: according to the information received, it was reported that this was a lefort and ssro treating maxillary jaw deformity on 2021. When the surgeon started bending the plate with a bender, the plate easily broke off. The surgeon did not twist or put much stress to the plate. The procedure was completed with a replacement less than 30-minute surgical delay. The surgeon has much experience in handling the same plate in the past. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection, dimensional inspection and document specification review of the returned device. Visual analysis of the returned device revealed that the plate is broken. There are multiple mechanical damages on the surface visible. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. The shorter broken part is sheared off at the end of the plate which is an indication that the plate was cut off. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. The dimensional test and the document specification reviews have shown that the device was manufactured according to specification. Furthermore the correct material was used and was within the specification. It should be noted that product failure is multifactorial. Based on the information currently available, the returned product indicates that the implant could have being damaged due to an mechanical overload situation, such as overbending, during implantation. There was no information provided which bending tool was used, also how the tool was used is unknown. The surgical technique guide (036.001.388 dsem/cmf/0716/0145(1) 09/17) cautions to not excessively bend the plates as it may produce internal stresses which may become the focal point for eventual breakage of the implant. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device history lot: product code: 04.511.911s. Lot number: 70p1037. Manufacturing site: mezzovico. Release to warehouse date: oct 15, 2020. Expiry date: oct. 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure for treating maxillary jaw deformity. When the surgeon started bending the plate with a bender, the plate easily broke off. The procedure was completed with a replacement less than thirty (30) minute surgical delay. The patient was reported as stable. Concomitant device reported: bender (part number unknown, lot unknown, quantity unknown). This report involves one (1) mat lock anat l-pl w/positioning hole sh. This is report 1 of 1 for (B)(4).